Event description:
Customer alleges that the screw that the handle connects to the base has broken. No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model rhl450-1, serial number/date code (B)(4) is approximately 14 years 10 months old. The owner's manual part number 1078987 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. This device is utilized in a facility, (B)(6). The facility called stating that the screw that holds the handle to the base has allegedly broken.